Event description:
The following has been reported: nurse reported : "k zero needleless connector separated from secondary port when removing secondary line and infusion. K-zero needless connector separated from cassette extremely easily." Patient harm reported : no. Infusion stopped : yes. Drug used : d5w. Tubing connected to : plastic bag. Sample available : yes. Action taken: infusion of d5 was complete no need for a new administration set. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During evaluation performed, the k zero needleless connector could be removed easily from the secondary port. No traces of glue were observed around of the secondary port and the k zero needleless connector. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.